Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) expired on the same day that the device reverted to safety mode. It was noted the patient was pacemaker dependent and had multiple co-morbidities. The physician was not sure if the device switching to safety mode parameters caused or contributed to the patient's death. The death occurred in (B)(6) 2022 and the boston scientific sales representative was just made aware of the incident. It was believed that the device was buried with the patient and is not available for return and analysis. A device operating in safety mode is unable to be reprogrammed and requires replacement.